Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec opened the device in order to perform an internal visual inspection where it was observed that the lcd cable had been routed incorrectly. As a result, the lcd cable was pressing against the internal flow transducer (ift) body, causing the ift body to separate from the ift board. Ventec replaced the ift to resolve the reported issue and further ensured that all cables were properly routed. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was operator error, due to the lcd cable being routed incorrectly which damaged the ift.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).